Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawer and pockets failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 in main first row was failed. The field service engineer (fse) powered off the pyxis system and accessed the back of the main unit to reseat all cables. After powering it back on, they logged into the hardware test application (hta) and ran a full drawer test on drawer 3.1. The system was rebooted, and the user logged in via the application to recover failures. Functionality was confirmed through hta testing. The system functioned as intended after the field service engineer repaired the device.